Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4) for a patient sample with a history of anti-fya.

Manufacturer narrative:
An immucor technical support specialist reviewed the result files. Although the screens reported out negative, the fy+ cells (cell 2 and 3) visually displayed slight red cell adherence. A reagent problem was not evident as other assays performed at the same time reported out as expected. A sample related problem could not be ruled out. The sample appears to be displaying dosage as heterozygous fy+ cell 2 (donor ID# (B)(6)) on the screen displayed weaker reactivity than the homozygous fy+ cell 3 (donor ID# (B)(6)). No errors occurred during testing. An immucor field service engineer performed the unexpected reactions checklist. The instrument operated within specifications with no problems observed. The customer was also made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.